Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Additional information was requested, the following was obtained: two complaints were created for the recurrence of events: (B)(4): case 1 (digestive surgery). (B)(4): case 2 (stomato surgery). Please provide the following information for both of the cases: were there any patient consequences? No, just a surgical delay while changing the device. The following additional information was received: no exact number of procedure/patient impacted can be provided. Simply complaints from 2 physicians especially who reported the issue periodically. The sutures broken during the intervention are not available for analysis. However, samples from the same box can be sent for analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. Related reports: 2210968-2023-09103.

Event description:
It was reported that a patient underwent a digestive surgery in 2023 and suture was used. Doctors complain that the threads are fragile and break when stitching. The devices are used in digestive and stomach surgery. The procedure had a surgical delay when changing the device. Additional information was requested.